Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were partially expanded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx drug eluting stent to treat a moderately tortuous and moderately calcified lesion with 90% stenosis located in the ostium - proximal circumflex artery. Another stent was placed in the ostium of the lad. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. No difficulties were noted when removing the protective sheath. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during removal following failed delivery. The dislodged stent was removed using a compliant balloon. No patient injury was reported.